Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that clinician and/or any patients have encountered initial insertion unsuccessful while using the microintroducer in this case / for this patient. Event occurred during insertion of a PICC in the upper arm.